Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that an unknown patient required replacement of the chest tube from a wayne pneumothorax tray. It was noted after placement of the device for a pneumothorax that the obturator was left inside the chest tube, and the connection tubing was then connected to the obturator. As a result, the patient required a new chest tube to be placed. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number was not provided. A review of sales history to the customer identified 5 lots sold to the customer in the last three years. A review of the dhrs for the identified lots did not reveal any quality control discrepancies. A database search for complaints on the five lots found no complaints reported from the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: instructions for use: ¿9. Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction.¿ based on the available information, no product returned, and the results of the investigation, cook determined the cause of this complaint is failure to follow instructions. There are instructions in the IFU to remove the catheter obturator, as well as a label on the obturator instructing to remove the obturator from the catheter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3 - device evaluated by mfg? No device return to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown patient required replacement of the chest tube from a wayne pneumothorax tray. It was noted after placement of the device for a pneumothorax that the obturator was left inside the chest tube, and the connection tubing was then connected to the obturator. The patient required a new chest tube to be placed. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.